Event description:
A report was received that the patient was having difficulty charging the ipg since implant. It was noted that due to patients recent fall, the ipg had migrated and would no longer charge. It was also stated that the battery pocket had popped internal stitches and that the battery was now flipped. The patient underwent a revision procedure wherein the ipg was replaced and pocket site was relocated.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg since implant. It was noted that due to patients recent fall, the ipg had migrated and would no longer charge. It was also stated that the battery pocket had popped internal stitches and that the battery was now flipped. The patient underwent a revision procedure wherein the ipg was replaced and pocket site was relocated.